Event description:
The customer reported to olympus, the evis x1 video system center produced a gray screen with no image only the endoscope information. The issue occurred when installing the fiberscope and there was no error message. The issue was found between gastroscopy and a fibroscopy procedure before introduction of the second endoscope. The customer was sent to the recovery room with no additional sedation. The procedure was canceled. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned for an evaluation, the reported failure could not be confirmed. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.